Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose 63 mg/dl, 72 mg/dl and 114 mg/dl and was treated with food. The user alleged the insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The auto mode was automatically delivery insulin at the time of incident. No harm requiring medical intervention was reported. The reservoir and the insulin pump will not be returned for analysis.